Manufacturer narrative:
The following devices were also listed in this report: triathlon prim tib baseplate - cemented; cat # 5520-b-600; lot # abu9aa. Triathlon cr fem comp #5 l-cem; cat # 5510f501; lot # bnx4e. Triathlon asym patella a35x10; cat # 5551l350; lot # lfj721. Simplex hv us 1 pack; cat # 6194-1-001; lot # unknown. Reported event: an event regarding range of motion (rom) involving a triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that the patient underwent procedure to treat lysis of adhesions and manipulation under anesthesia. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee stiffness, status post knee replacement. Procedures to treat this diagnosis were 1. Lysis of adhesions and 2. Manipulation under anesthesia, both on (B)(6)2018.

Event description:
Left knee stiffness, status post knee replacement. Procedures to treat this diagnosis were 1. Lysis of adhesions and 2. Manipulation under anesthesia, both on (B)(6) 2018.

Manufacturer narrative:
B2.